Event description:
It was reported that reflex hybrid revision driver inner draw rod snapped while removing the bone screw from the reflex hybrid plate during a one level plate removal. The surgeon then was able to use the standard screw driver to remove the rest of the screws.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the reported reflex hybrid revision driver screw extractor was confirmed visually to have the distal threaded tip broken off during surgery. No manufacturing issues were found for this lot number. The instrument fracture may a result of over tightening. Excessive tightening could also result in the deformation of the instrument distal tip. It has been acknowledged that breakages of the instrument distal tip will occur due to the nature of revision surgery as well as the small draw rod diameter required to interface with a screw in the cervical spine. There was also a field bulletin issued in 2009 addressing this and the reflex-hybrid revision driver draw rod tip is now made from biocompatible material to mitigate the risk of it remaining in a potential patient. The cause is not determined, multi-factorial. Conclusion: the likely mode was torsional overload as examined visually.

Event description:
It was reported that reflex hybrid revision driver inner draw rod snapped while removing the bone screw from the reflex hybrid plate during a one level plate removal. The surgeon then was able to use the standard screw driver to remove the rest of the screws.